Event description:
A caller reported an occlusion alarm, which could not be verified by the technical support team in the pump history. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery. No frequent or recurring occlusion issues were reported, and additional assistance was not necessary, leading to the closure of the case by technical support.